Event description:
The customer reported the system is displaying two half circles on the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System is operating as intended. (B)(4).